Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that top right side segment was out for two display boards, bottom left and top right side was very dim for two display boards, whole ten segment was very dim for one display board and right top side was out for one display board. Therefore, six large volume pump (lvp) display boards needed to be replaced.

Manufacturer narrative:
The reported issue of dim segments was confirmed on 6 out of 6 returned boards. Visual inspection of each board was performed, and no damage, corrosion, or cold solder was observed. The boards were tested running basic infusions at 888 ml/h and 88.8 ml/h to determine missing or dim segments; dim meaning some light was visible, but not enough to easily determine the number that is expected to display. The exact root cause was not identified, however prior failure investigations identified the most likely probable cause to be related to the led manufacturing process and/or raw materials. A supplier change notification was issued to improve the manufacturing process. Device history review: device history record (DHR) reviews are not required for field action complaints because the root cause of the issue is known, the investigation is documented within a CAPA, and a field action has been initiated. H3 other text : only a dim segment was provided for investigation.

Event description:
It was reported that top right side segment was out for two display boards, bottom left and top right side was very dim for two display boards, whole ten segment was very dim for one display board and right top side was out for one display board. Therefore, six large volume pump (lvp) display boards needed to be replaced.

Manufacturer narrative:
Correction: removed 3331 from all supplementals previously sent as DHR is not required for field action file.

Event description:
It was reported that top right side segment was out for two display boards, bottom left and top right side was very dim for two display boards, whole ten segment was very dim for one display board and right top side was out for one display board. Therefore, six large volume pump (lvp) display boards needed to be replaced.